Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the evaluation found no device malfunction and could not confirm the customer's event, therefore, the definitive root cause could not be determined. Correction: per the legal manufacturer, there is no potential for this issue (during the pre-use inspection, one of the two monitors (oev262h) blacked out.) To cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer in b5.

Event description:
Customer confirmed the intended procedure was diagnostic and no delay in the procedure. The procedure was performed using another monitor that had already been set up.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The evaluation and investigation are still in progress. This report will be supplemented, if additional information is received.

Event description:
The user facility reported that during the pre-use inspection, the monitor (subject device) blacked out. The intended procedure was completed using another monitor. There was no patient or user harm reported due to the issue.